Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), and batch: 16969370.

Event description:
It was reported that the patients battery was nonfunctional. The patient underwent an ipg replacement procedure. The explanted device will not be returned. No further information could be obtained despite good faith efforts. Additional information was received that the explanted devices were not returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg explant procedure. The explanted device will not be returned. No further information could be obtained despite good faith efforts.